Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. After ablation started a pericardial effusion was noted on the ultrasound using the sound star catheter. The patient remained stable. Pericardiocentesis was performed by an interventional cardiologist to remove over 1,000cc of fluid. The patient was then taken to surgery for repair but the opening closed spontaneously. No extended hospitalization was required. The outcome of the adverse event is improved and the patient is expected to make a full recovery. In physician¿s opinion the event was procedure related. The generator was in power control mode with irrigation settings 8 ml/min (<30 w); 15 ml/min >30 w). There were no error messages displayed by the bwi equipment. The patient was anticoagulated with act 300-350 maintained throughout the procedure. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto3 piu and the system did not prompt for re-zero. The patient¿s diagnosis pre ¿ procedure was left atrial flutter and heart disease was sited as a possible contributing factor to the adverse event.